Event description:
It was reported that the device has an intermittent failure. No back-up device was available. Nor delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of intermittent function was confirmed. Product failed functional testing with intermittently not recognizing the test camera head. Cause of video malfunction is a defective electronic component on the dsp module pcb. Ccu passed functional testing with a known good dsp pcb installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.